Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1720802 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
False aneurysm was reported following mynx ace vascular closure.

Manufacturer narrative:
After further review of additional information received have been updated accordingly. As reported, four false aneurysms were reported following a mynx ace vascular closure. Multiple attempts to obtain additional information were made without success. The devices were not returned for analysis. A device history record (DHR) reviews of lot f1720802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery or vein into the hematoma cavity. This pouch or sac coming off the artery or vein looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall, but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. If a pseudoaneurysm is not detected in time and treated appropriately, it can result in death. A pseudoaneurysm can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. The most common procedural-related risk factors associated with pseudoaneurysms are procedure type (interventional procedures tend to be longer and use larger sheath sizes, so there is more trauma to the vessel), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Based on the limited information provided of the events, it is not possible to draw a conclusion about a clinical relationship between the device and the pseudoaneurysm. According to the instructions for use, which is not intended as a mitigation, a pseudoaneurysm occurring during or after any extravascular closure device, such as the mynx device, is a well-known potential complication. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. This is one of four products involved with the reported event and the associated manufacturer report numbers are 3004939290-2018-00674, 3004939290-2018-00675, and 3004939290-2018-00677.